Manufacturer narrative:
Correction: the patient did not undergo revision surgery to remove the abutment and implant a magnet, as previously reported. The surgery to implant the magnet was the initial procedure.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently on (B)(6) 2014 the patient underwent surgery to have the abutment removed and a magnet implanted. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.